Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had power error detected alarms. The customer¿s blood glucose level was 239 mg/dl. Customer stated that they had power error detected alarm during the normal use . The customer was advised to wait until the light stops flashing (about 10 min later)and enter new battery clear alarms. The customer was asked customer verbally and in written form to return broken pump for analysis the insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error due to connector resistance issue.